Event description:
It was reported via repair work order that the foot left side rail was stuck in the lowest position due to the timing link being corroded with fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.